Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The customer's reported issue was confirmed. The collar of the luer lock assembly was determined to have solvent bonded to the luer. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted corporate product surveillance to report an intelrink cntinu-flo 3 port manifold that does not connect to the catheter line. This occurred during setup before use on a patient. There was no patient injury or medical intervention necessary. There were no additional concommitant products reported. No additional information is available at this time.